Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 150 mg/dl. The customer's expected fasting blood glucose test result range is 250 to 300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/15/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called complaining the meter is reading low, as compared the meter's readings twice with the clinic's lab results and obtained lower results from the lab. Lab result was 280 mg/dl while the true result read 230 mg/dl; then the following week, the lab read a result of 200 mg/dl while the true result read 150 mg/dl. Customer states she has not had any recent changes in diet, exercise, or medications. Customer has recently been sick with the flu. Customer takes diabetic medication to help lower the glucose levels.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned two test strips only. Most likely underlying root cause of malfunction: user's test strip had poor fill. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 150 mg/dl. The customer's expected fasting blood glucose test result range is 250 to 300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/15/2018 and open vial date is 04/23/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called complaining the meter is reading low, as compared the meter's readings twice with the clinic's lab results and obtained lower results from the lab. Lab result was 280 mg/dl while the true result read 230 mg/dl; then the following week, the lab read a result of 200 mg/dl while the true result read 150 mg/dl. Customer states she has not had any recent changes in diet, exercise, or medications. Customer has recently been sick with the flu. Customer takes diabetic medication to help lower the glucose levels.